Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies apart from procedural damage. The reported event of failure to capture could not be confirmed.

Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and confirmed dislodgement of the lv lead. The lv lead was explanted and replaced. The patient was stable.